Event description:
It was reported that during device preparation when the stylet was removed the vision stent came off of the balloon. The device was not used and there was no patient involvement. There was no clinically significant delay in therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as occurring in (B)(6) 2011; exact date not remembered by facility reporter.) Return of the vision stent delivery system (sds) may have aided in the investigation and determination of cause. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. A conclusive cause for the reported dislodgement could not be determined however there is no indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.